Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found error e105 (lamp error) occurred due to inadequate contact with the led light unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was flickering during a procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.

Event description:
Additional information was obtained from the customer. The procedure was not specified, however, the customer reported the procedure was completed with the subject device. There was no impact on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image and e105 error could not be identified. However, it¿s likely the cause of the e105 error is related to a faulty led unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated: h4, h6, h10. Corrected: d9, e4, g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause reported ¿flickering image¿ issue could not be determined. Olympus will continue to monitor field performance for this device.